Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue, but no significant deformations were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test of the progav 2.0 bloody liquid was flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, no organic deposits were found. To make the deposits in the valves more visible, they were colored with a staining solution. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus shuntsystem (#fx819t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.